Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported the patient¿s physician felt the patient¿s spinal cord was damaged and needed to perform MRI to confirm. As a result, the lead was explanted.